Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had a damaged component - drive shaft bent and was getting too hot and loud. It was further determined that the device failed pretest for handpiece temperature assessment, noise and loctite and cable assessments. It was noted in the service order that the burr devices were slipping in the attachment devices when used together with the motor device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.